Event description:
It was reported that during an unknown procedure the jaw could not be well closed resulting in malformation of clips. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was functionally tested; upon cycling of the instrument it was noted that the feedbar did not fully advance, preventing the clips to be properly fed into the jaws; this condition led to the formation of three clips with gap. In order to evaluate the condition of the internal components, the device was disassembled and upon evaluation, excessive silicone was found on the seal cap. This condition may have led to the feedbar to not advance as intended; however, no definitive conclusion could be reached as to what may have caused the feeding and clip malformation issues. In addition, fourteen clips were found inside the clip track. The batch record was reviewed and no anomalies were noted during the manufacturing process.